Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was selected for use. The physician prepared the catheter and inserted it into the vasculature. While navigating to the left superior pulmonary vein, the physician observed that the sheath deflection knob required approximately twice the usual number of rotations to achieve the same level of actuation. Near the end of the procedure, significant bleed back at the valve was also noted. The procedure was completed with the original device without any patient complications. The sheath is not expected to be returned due to disposal.